Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable, wall adapter, and charging pad. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter, usb cable charging pad.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.